Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a blank screen. They could press the act button but they could not see the time. They were able to press the act button to get into the main menu but when they pressed the act button during a bolus nothing happened. The insulin pump alarmed no delivery. They could not see the reservoir, time, and battery icon. Customer's blood glucose level was 22.0 mmol/l. The customer was in a coma. The insulin pump had a crack on the battery cap. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.